Manufacturer narrative:
Reliability analysis inspected one opened/used sof-sensor and performed visual inspection and found sensor needle bent inside the sensor. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a bent cannula. The customer's blood glucose level was unknown. The customer's sensors were replaced and returned.